Event description:
It was reported that the right ventricular lead exhibited high lead impedance. A lead fracture was suspected. No intervention was performed at this time. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.